Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter with a .014 guidewire inside of the device. The hub, shaft and tip were microscopically examined. It was noticed that there was a kink approximately 105cm from the tip. The outer shaft of the device was fractured approximately 4 to 7.5cm from the strain relief. An attempt was made to remove the guidewire after soaking the device in a 37c bath for a period of 48hours. The guidewire could not be removed from the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. A 135/10 renegade hi-flo kit was selected for use. During the procedure, a guidewire was advanced to the target lesion but high resistance was met during advancement of this device. It was then noted that the catheter was kinked near the luer. The catheter was forcefully advance and was able to reach the target lesion. However, during withdrawal of the catheter, high resistance was still met and caused the device to fracture near the luer. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.